Event description:
During deployment of an alto abdominal stent graft system, the polymer on the left iliac branch of graft did not deploy. The graft was eventually used. But, additional time and resources were needed to finish procedure.